Manufacturer narrative:
Device history review was completed. There were no deviations or non-conformances associated with this lot. Trending analysis reported one (1) other related occurrence of this issue for this product lot. Quality control testing was complete and passed. A customer returned sample analysis was completed. There is no data to confirm manufacturing deviation. If additional information is received an additional follow up MDR will be submitted.

Event description:
On 09 mar 2024 the customer reported that 4 micron formalin-fixed paraffin-embedded (ffpe) tissue has fallen off of bond plus slides, p/n s21.2113.a, lot 062723-9 after ihc staining. Additional slides had to be cut from the paraffin block. Re-biopsy was not required for diagnosis.